Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported the distal of the balloon was leaking. A nanocross was used for post dilation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a balloon on 100% stenosis within a stent in the distal superficial femoral artery(sfa). The lesion was described as a chronic total occlusion(cto) of 150mm in length of soft tissue, plaque with slight calcification and slight tortuousity in an artery of diameter of 5mm. This was then followed by atherectomy. The physician then wanted to use an inpact admiral dcb balloon. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A 6fr non-medtronic sheath and a 0.014 nitrex guidewire were used with no embolic protection. The device did pass through a previously deployed stent, no resistance was encountered nor excessive force used on advancing the device to the target lesion. The device was inflated with a non-medtronic inflation device to 8atm. It was reported that the inpact admiral was leaking pressure. The balloon and all fragments were reported to have been retrieved. No patient injury was reported.